Manufacturer narrative:
Based on the available info, there was no device malfunction. The bedside monitor and central station were tested post incident by the hosp's biomedical engineer and both were found to be operating properly. A review of central station log file data shows that the logs only capture ***red alarms.) Philips is the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there were no audible alarms provided for a pt incident.